Event description:
It was reported that on (B)(6) 2013, the patient had tenderness and swelling at the pump site. A pump pocket bleed was noted related to the implant procedure. On (B)(6) 2013, twenty cc¿s of blood were aspirated and pressure dressing was applied. Therapy was also suspended. The patient was reported this as ongoing and no further action needed. This device system had delivered dilaudid and bupivacaine. It was further reported that the patient had medication side effects, drug toxicity, related to hydromorphone. The patient experienced a decreased mental status and agitation. The intervention was reported as refilled with bupivacaine only on (B)(6) 2013. The issue was reported as ongoing with no further action needed. It was further reported that therapy was resumed with bupivacaine only on (B)(6) 2013.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter (B)(4).